Event description:
Device malfunction: none. Symptoms/ae: death secondary to suffocation. Time of symptoms/ae: 12 days post-procedure. It was reported that the pt underwent successful left internal carotid stent implantation in 2007 and was discharged to his nursing home of residence the following day. Twelve days post-procedure, the pt was found dead, hanging out of his nursing home bed with the call light cord wrapped around his neck. The death certificate listed the cause of death as suffocation. Post-mortem examination was done and a report has been requested. No add'l info is available.

Manufacturer narrative:
The second rx acculink, 1011344-40 indicated is being reported under the same MFR report number.